Manufacturer narrative:
Follow-up #1: date of submission 11/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: during investigation, the pump was powered on and lines were observed through the display. No moisture was observed behind the display lens. The pump cover was opened and a failed display flex was identified. A test display screen was installed and the display was found to operate properly. No moisture was identified in the internal components. The original complaint of lines through the display was confirmed. However, the original complaint of moisture behind the display was not duplicated. Unrelated to the original complaint, the following issues were found: the display was found to be dim with discolored text. Moisture was observed in the battery compartment. Multiple cracks were identified in the battery compartment. A leak test was performed and a leak was identified at the battery compartment. The keypad was found to be intact without physical damage. However, the ok button was found to be over-responsive. The keypad cover was removed and a crack was identified in the dome contact. The audio bolus button was found to be inoperable, the button cover was torn, and moisture was observed on the audio bolus button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display with moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.